Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Two catheters and two introducers (unknown manufacturer) were returned for evaluation. Both catheters were confirmed difficult to remove from the introducer. Also, the shaft of both catheters were separated from the balloon. Based on the sample evaluation, it could not be determined if the shaft separation caused the difficulty in removal or if the forceful attempt to remove the catheter from the introducer sheath caused the shaft separation. The root cause for this event is unknown. The information for use for this device states: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that while performing a pta of a dialysis access, there was difficulty in removing the balloon and the balloon and sheath were both removed as one. No patient injury noted.